Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that insulin leaked from the infusion set. It is unknown where the insulin leaked from on the infusion set. This occurred with four infusion sets from the same box.